Event description:
It was reported that a few weeks post-implant while the patient was undergoing a CABG (coronary artery bypass graft) procedure, the atrial lead dislodged. A few days later the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407452 lead, implanted: (B)(6) 2015. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.